Event description:
It was reported that a malfunction alarm indicated by malfunction code 0 occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, which resolved the issue with no recurrence of the malfunction code. The customer was advised to continue using the pump and to call back if the issue recurs, which they acknowledged and understood.